Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 11 applications were performed with balloon catheter 2af284 with lot number 50616 without any issue on the date of the event. Clinical issues were encountered during the procedure. The balloon catheter was not returned for investigation. There is no indication of relation of adverse event to the performance of the product. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was advanced into the left atrium and a hole was noted. The patients blood pressure dropped, a pericardiocentesis was performed, the case was aborted without general anesthesia and the patient was brought to surgery. No further patient complications have been reported as a result of this event.